Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g result for one patient sample from the cobas e 801 module. The initial result was 172 ng/l and was reported outside of the laboratory. When a second sample from the patient had a result of 20 ng/l, the clinician doubted the initial high result. The repeat results were 19 ng/l and 19.3 ng/l. The reagent lot number was 530951 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Forty alarms related to sample quality issues were observed between (B)(6) 2021 suggesting pre-analytical issues. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the information provided, a general reagent issue could be excluded.